Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was always a low pacing lead impedance on the rv lead. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient felt uncomfortable during the surgery and had shortness of breath but was in stable condition.